Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by "stomach pains". The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that the patient was switched to hemodialysis for approximately six weeks now. No additional information is available.